Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to technical support that blood was found between the inner and outer glass of the flow indicator after a patient¿s hemodialysis (hd) treatment. The biomed wanted to know how to disinfect the flow indicator. Additional information was disclosed upon follow up with the registered nurse (rn) who was on the treatment floor at the time of the event. The rn stated the issue was staff-related and caused by user error. Against the facility¿s policy, it was reported that a traveling nurse ¿primed the machine with blood¿. The rn reported their policy states that only saline shall be used for priming. The rn stated there was a lot of pressure buildup in the system and that the dialyzer began clotting during the patient¿s treatment, midway through. The flow meter was reportedly ¿hanging below the dialyzer¿, and blood ¿oozed out¿ from the high-pressure back up that was in the system. There were no machine alarms reported. The patient was dialyzing on a fresenius 2008t machine and was utilizing fresenius combi set bloodlines. The majority of the patient¿s blood was rinsed back; estimated blood loss (ebl) was 20 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment after being re-setup with new supplies on a different machine. The dialyzer and lines were reportedly discarded and the lot numbers for the disposable devices could not be provided. No sample is coming back for a manufacturer¿s evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis facility in the three months prior to the complaint occurrence date. This search yielded no results. The time parameters were then expanded to capture all lots received by the facility in the year prior to the occurrence date. It was noted that the facility did not receive any dialyzers or any f250nre dialyzer lots directly from fresenius; however, the product may be purchased through third party vendors. As a lot number could not be determined, device history and production records could not be reviewed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.